Event description:
The customer reported that during a demonstration they fired the selectcore device, the inner stylet detached from the device and the throw length was longer than expected. There was no associated procedure. There were no adverse consequences, medical intervention or surgical delay reported with this event.

Manufacturer narrative:
Device received, evaluation in progress.

Manufacturer narrative:
The reported event, the inner stylet detached and flew out the end like at dart, was confirmed. Through visual and inspection, the device did not have sufficient loctite applied on the well of the stylet holder. Additional devices were tested from the same lot and it was determined after statistical analysis, the failure was lot specific. The device has been archived by the manufacturer.

Event description:
The customer reported that during a demonstration they fired the selectcore device, the inner stylet detached from the device and the throw length was longer than expected. There was no associated procedure. There were no adverse consequences, medical intervention or surgical delay reported with this event.